Manufacturer narrative:
Height: 64 inches. Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and this complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that approximately two months ago she began exhibiting circumferential redness under the white tape collar which is migrating under the mass approximately 13mm at the widest point. The patient did not experience any itching from the area. The patient saw a dermatologist who prescribed triamcinolone cream to be applied to the affected area. She states she is unable to use the cream under the white tape collar because the tape would not adhere her skin with the cream on it.